Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported seeing a power on reset (por) on the patient programmer since their cardiac ablation. No patient symptoms were reported. The patient was redirected to their healthcare provider to address the issue.